Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.

Event description:
On 9/2/2025, an FDA medwatch notification was received via email. A facility representative reported that the scorpion needle from an ar-4550p meniscal root repair with peek swivelock implant system broke off in the patient's knee. This was discovered during a meniscal repair procedure in (B)(6) of 2025. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.